Event description:
The patient has a cervical and thoracic scs system; this report is related to the thoracic system. It was reported the patient is experiencing pain around his scs ipg pocket site. It was also reported the patient is experiencing warmth and redness at the scs ipg pocket site (not related to charging). Follow-up identified the scs ipg is upside down and per the physician, it is fine but could be positioned better. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.